Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port (sp) fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the single port (sp) fenestrated bipolar forceps instrument was not responding to commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure and it was related to the fenestrated bipolar forceps moving in the wrong direction since the intended direction was left and it moved down. There was no shakiness and/or friction was experienced/observed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The procedure was completed with a backup instrument; there was no patient injury nor delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken roll gear. The housing was removed for inspection and the roll gear located on the roll output of the shaft was found broken into pieces. The broken roll gear likely contributed to the observed unintuitive motion failure when tested for functional testing on the in-house system. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction(s) and presented on three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The instrument likely failed unintuitive motion due to the broken roll gear observed in the housing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.